Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified laparoscopic procedure on the colon. Reportedly, the instrument was difficult to open. The surgeon manipulated the device open and applied another device to complete the procedure. The hosp has reported no injury occurred.